Event description:
It was reported an over infusion of ifosfamide and mesna. The intended duration reportedly was twenty (20) hours, however the pump completed the infusion nine (9) minutes early and "the bag ran dry." It was reported that the hospital's biomed tested the involved device and it was "in spec and the event could not be replicated." The issue was reported to bd representative during site visit. It was reported that "no further information available, no devices available for return." There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.